Manufacturer narrative:
Device evaluation summary. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was a shorted d2 diode on the bedside pca. The root cause for the shorted diode was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.